Manufacturer narrative:
The neuroblate system insturctions for use contain laser safety warnings as risk mitigations for this event: section 4.3, general warnings: "laser eye protection provided with the neuroblate system must be worn in the MRI scanner room during operation of the laser". "To avoid equipment damage and patient injury, do not continue to deliver laser energy if no elevation in tissue temperature is observed." "To avoid equipment damage and patient injury, do not continue to deliver laser energy if no elevation in tissue temperature is observed". No harm was observed in this event outside of delaying the procedure by one day.

Event description:
During an ablation procedure, it was reported that the laser fiber was thermally fused at the sma-e2k connection in the electronics rack. The sma-e2k connector was damaged during the event, and a backup was not available on-site. A backup laser fiber/connector was procured the same day, and the case was completed the following morning without further issue.